Event description:
It was reported that during an unknown procedure, the clip was not shaped after fired. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2026. D4: batch # unk. The lot# 445d01 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc.)? Did the clip not hold on the vessel or tissue once placed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.